Event description:
End user reported that her skin began to breakdown beneath the wafer about 10 days ago. She has been using the convex wafer. Bleeding and redness did occur and it is getting better. The area is about a half an inch long.

Manufacturer narrative:
Based on the available information, this event is deemed serious injury. End user did not contact her physician. It was recommended that she try a less rigid system and stomahesive powder. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional event/pt details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow report will be submitted.